Event description:
It was reported that during implant, the passive fixation right ventricular (rv) lead was unstable and an active fixation lead was needed instead. The rv lead was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and the lead appeared damaged at implant.